Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the right ventricular (rv) lead exhibited high capture thresholds. X-ray was performed and revealed that the rv lead was dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable capture threshold. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported event of unacceptable capture threshold was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.